Event description:
User facility report # (B)(4) reported that the drill bit broke off while using. Portion of drill bit retrieved from wound. Both pieces of broken drill accounted for. X-ray taken and read as negative.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).